Event description:
It was reported that during the implant procedure, the doctor could not tighten or loosen the setscrew. The pin was fully inserted in the connector port but there was no ¿ratchet¿ sound when tightening the setscrew. When tugging on the connector pin, it did not pull out of the connector port. The tip of the pin was visable past the setscrew. The implantable cardioverter defibrillator (ICD) was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.